Event description:
It was reported that the patient's system was explanted on september 30, 2020. The patient was stable throughout.

Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented after experiencing multiple inappropriate shocks that were linked to lead damage. Upon review, the patient's implantable cardioverter defibrillator was found to be in reset mode. A full system revision was scheduled. The patient was stable.